Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that this right ventricular lead exhibited high out of range impedance measurements of greater than 2500 ohms, as well as loss of capture. The patient was was asymptomatic as a result of the loss of capture, however the lead was explanted and replaced.